Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that intermittent failures in the c-arc. Fse observed the movement and performing the movements from the tso no failure has been. The device was back to normal. No further information regarding the issue has been provided. No service has been performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there were intermittent c-arc movement failures in the allura system. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.